Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03422. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03422. The same patient is represented in each medwatch¿

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh excision on (B)(6) 2013 by (B)(6) md due to vaginal mesh extrusion.

Event description:
It was reported that the patient underwent vaginal mesh excision on (B)(6) 2013 by (B)(6) md due to vaginal mesh extrusion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, urinary frequency, atrophic vaginitis, dyspareunia, mixed incontinence, dysuria, hematuria and urgency.